Event description:
The customer reported that after pipetting an htlv I/ii plate on summit, it was noticed that the plate ID was printed on the plate loadlist report as eh023 instead of eh0238. No error was generated. No death or serious injury was associated with this incident.